Manufacturer narrative:
The impella cp was has not been returned for analysis by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) male patient had impella cp pump inserted in the right femoral for an unknown indication. The patient was implanted on (B)(6) 2021 and explanted on (B)(6) 2021. It was reported the patient developed limb ischemia during impella support. As a result, the device was explanted early. No further information was provided.